Manufacturer narrative:
Reported event of wire broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the wire was broken. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.